Event description:
Patient alerted rn that chemotherapy tubing was leaking. No chemo spilt on floor. However, leaking from bottom of the bag and around top of tubing. Chemo label/sticker wet. Chemo stopped and took down per pharmacy. Incident 2: p.k. (Mr1548198) chemo started at 0446am and was stopped at 1915pm. This leak was noted 14hrs and 29 minutes after the hang. Remaining chemo left in the bag was 222ml. This leak was coming from the drip chamber and was not there with initiation of chemo. Med prep.